Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, while in use a piece of plastic fell into the area being worked on. We were unable to identify if this piece of plastic has broken off of the instrument or if the piece of plastic simply was stuck to or inside of the trocar.